Event description:
A discordant low immulite 2000 cal result was generated on one patient sample. The sample was repeated by the laboratory, as per their process they repeat all cal results >10pg/ml. The second repeat was low, so the sample was repeated a third time. There is no known report of treatment given or withheld based on the discordant cal result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant cal result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.